Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. Urgent field safety notice: perifix catheter connector: reason for the voluntary customer information (field safety notice) the perifix catheter connector is a connection device used by clinicians to provide various anesthetic and fluid administration devices with a single, common access point to a catheter for delivery of anesthetics. The connector is used in conjunction with the catheter for continuous administration of anesthetic fluids. In the course of our regular post market surveillance activities we have found that the perifix catheter connector may not remain closed during use. In some cases this has led to leakage or disconnection of the catheter from the perifix catheter connector. There is a possibility of contamination of the catheter or delay of anaesthesia of different severity. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): opening of the yellow clip (attached to the filter) and exit of the catheter.